Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The physician reported that during a follow-up on (B)(6) 2013, interrogation of the associated ICD revealed oversensing relative to the subject lead. The sensitivity was reprogrammed to a lower value. During a subsequent follow-up on (B)(6) 2013, no oversensing was detected. The physician and patient decided to replace the subject lead citing the isoline fsn, issued on (B)(6) 2013, as the motive for replacement. The subject lead was replaced. (B)(4).